Event description:
It was reported that the omnipod personal diabetes manager (pdm) 2 administered uncommanded insulin delivery bolus of 30 and 25 units. The patient's blood glucose level (bg) was at 72 during the 1st uncommanded bolus and 156 mg/dl during the 2nd uncommanded bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the alleged uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.